Event description:
The customer reported that the device did not work in "fusion mode" during the first activation. It is unknown if end tones or regrasp alarms were heard. The same device was used to complete the case. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.